Event description:
It was reported that patient underwent ankle repair surgery on (B)(6), 2011. During the procedure, the connector bolt fractured and remained attached to the fixation nail in the patient.

Manufacturer narrative:
All measurable dimensions were found to be within specifications. Analysis confirms that not all available threads were engaged between the locking bolt and ankle nail, which could have led to the fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6), 2011. In the event that the user facility submits a medwathch report, biomet will forward a copy to FDA.